Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("essure coils had migrated within the fallopian tubes"), pregnancy with contraceptive device ("became pregnant following the essure procedure") and genital haemorrhage ("heavy bleeding with blood clots / heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain lower ("cramping") and dyspareunia ("pain during intercourse"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent salpingectomy). Essure was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, abdominal pain lower and dyspareunia outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, back pain, device dislocation, dyspareunia, genital haemorrhage and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: coils were properly placed. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils had migrated within the fallopian tubes'), pregnancy with contraceptive device ('became pregnant following the essure procedure/pregnancy (no complications)') and genital haemorrhage ('heavy bleeding with blood clots / heavy bleeding') in a 33-year-old female patient who had essure (batch no. 637215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included appendectomy, multigravida, parity 5 (B)(6) 1993, (B)(6) 2006, (B)(6) 2009, (B)(6) 2014, (B)(6) 1997), recurrent abortion, breech delivery and c-section. Concurrent conditions included manic depression. Concomitant products included fluoxetine hydrochloride (prozac) since 2013 for manic depression, ibuprofen for pain as well as piroxicam (paxil) from 2004 to 2013. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and back pain ("back pain"). In june 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In 2010, the patient experienced rosacea ("rosacea"). In 2012, the patient experienced oral infection ("mouth infection"), skin infection ("skin infection") and tooth disorder ("dental problems"). In 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2014, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("uti") and abdominal pain ("abdomen pain, radiating down my legs"). The patient was treated with surgery (underwent salpingectomy). Essure was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, abdominal pain lower, dyspareunia, vaginal haemorrhage, menorrhagia, urinary tract infection, oral infection, skin infection, rosacea, migraine, tooth disorder, dysmenorrhoea, bladder disorder, urinary tract disorder and abdominal pain outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, oral infection, pregnancy with contraceptive device, rosacea, skin infection, tooth disorder, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test since result was previously reported. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.9 kg/sqm. Hysterosalpingogram - in september 2009: results: coils were properly placed. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet was received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), urinary tract infection, mouth infection, skin infection, rosacea, migraines / headaches, dental problems, dysmenorrhea (cramping), bladder problems, urinary problems, abdomen pain and pain radiating down my legs. Pregnancy outcome, lot number, concomitant medication and concurrent condition were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils had migrated within the fallopian tubes'), pregnancy with contraceptive device ('became pregnant following the essure procedure/pregnancy (no complications)') and genital haemorrhage ('heavy bleeding with blood clots / heavy bleeding') in a 33-year-old female patient who had essure (batch no. 637215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included appendectomy, gravida ii, parity 5 (B)(6) 1993, (B)(6)2006, (B)(6) 2009, (B)(6) 2014, (B)(6) 1997), recurrent abortion, breech delivery and c-section. Concurrent conditions included manic depression. Concomitant products included fluoxetine hydrochloride (prozac) since 2013 for manic depression, ibuprofen for pain as well as piroxicam (paxil) from 2004 to 2013. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and back pain ("back pain"). In june 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In 2010, the patient experienced rosacea ("rosacea"). In 2012, the patient experienced oral infection ("mouth infection"), skin infection ("skin infection") and tooth disorder ("dental problems"). In 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2014, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("uti") and abdominal pain ("abdomen pain, radiating down my legs"). The patient was treated with surgery (underwent salpingectomy). Essure was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, abdominal pain lower, dyspareunia, vaginal haemorrhage, menorrhagia, urinary tract infection, oral infection, skin infection, rosacea, migraine, tooth disorder, dysmenorrhoea, bladder disorder, urinary tract disorder and abdominal pain outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, oral infection, pregnancy with contraceptive device, rosacea, skin infection, tooth disorder, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test since result was previously reported. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.9 kg/sqm. Hysterosalpingogram - in september 2009: results: coils were properly placed. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.